Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high and low blood glucose levels, and corners that the pump may not be functioning as designed. The customer's blood glucose level at the time of incident was 393mg/dl. The customer's most current level was 235mg/dl. Troubleshoot was conducted, and an air bubble was noted in the reservoir. The high pressure test was not conducted at the time, due to customer having already conducted a set change and wanting to wait until they had to change out the set again. The customer was advised to call back when the set change will take place, in order to conduct the high pressure test. The customer was advised to monitor the device and call back if issues arise.